Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user, who stated that the "seat collapsed, and he fell and injured his back." The end user did not seek any medical treatment as a result of the incident, but he reports that he is still feeling pain and taking ibuprofen. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.